Event description:
The customer reported that while the unit was in use on a pt, they were unable to turn off the unit with the power switch. The pt was removed from the unit. No pt injury was reported.